Event description:
It was reported that an arteriotomy closure the right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the suture came out of the patient just before attempting to tighten the knot. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture came out of the artery was not confirmed. The investigation was limited as the monofilament was not returned. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to return for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.